Event description:
It was reported to philips that the device has a etco2 door issue. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) upon further evaluating the device found no issue with the etco2 door.